Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a robotic assisted hysterectomy procedure on an unknown date and a barbed suture was used. During the procedure, after the suture passed through unknown tissue and the arm was pulling the strand tight, the suture broke about mid-strand. It is unknown how the procedure was completed. There were no patient consequences reported. No additional information was provided.